Event description:
The customer reported getting a charge button failure.

Manufacturer narrative:
(B)(4). The customer reported getting a charge button failure. The unit was evaluated at philips where the symptom was clarified as the device hanging when the charge button was pressed. Reloading the software resolved the issue. We are considering this a malfunction resulting from corrupt software.